Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead was discovered to be dislodged and was capturing in the atrium. The lead was capped on (B)(6) 2017. The patient was stable before, during, and after the procedure.